Event description:
The patient was implanted with a synchromed infusion system and the hcp reported that the patient had presented with baclofen withdrawal symptoms for about a week. These symptoms included shaking, dystonia and very desponded. They took the patient to surgery and found that the catheter had ripped at the connector and they replaced it with a new catheter and connected it to the original pump. When they reporgrammed the pump it did not work and they questioned it and there was something wrong with the pump also. They replaced it with a new pump. To their knowledge the patient is doing fine now.